Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient had blurry vision approximately 8 and a half months post-implant. Allegedly, using a slit lamp the lens was shown to be vaulted inferiorly with fibrotic ring posteriorly. In the surgeon's opinion, the likely cause of the event was "capsule contraction." The surgeon is going to attempt repositioning the lens.

Manufacturer narrative:
The lens remains implanted, therefore it is not available to be returned for evaluation. The device history record was reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information the root cause of the event could not be conclusively determined.